Manufacturer narrative:
Catalog number of the removed device is still unknown at this time. The device was reported as unknown plate. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
During the gathering of information for (B)(4), it was apparent that the surgery was revision surgery. This pi is opened to reflect the requirement for revision of a stryker product. The patient had suffered a fall. No further details available at time of report.

Manufacturer narrative:
The reported event that the patient had a second revision surgery, due to a fall, could not be confirmed, since no devices were reported or returned for evaluation and no other evidences were provided. No devices were returned, therefore no inspection could be performed. Also, no x-rays were provided, and no further information regarding the patient and his immobilization were communicated. Please note that this record is linked with records pi: (B)(4) (first revision surgery) and pi: (B)(4) (loosening of the distal screws after the patient fell). However, all the received/documented information are regarding pi: (B)(4). For more information please direct to this record. Based on the investigation the case could be classified as patient-related. However, please note that more detailed information about the complaint event as well as the affected devices must be available in order to determine the exact root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time.

Event description:
During the gathering of information for pi (B)(4), it was apparent that the surgery was revision surgery. This pi is opened to reflect the requirement for revision of a stryker product. The patient had suffered a fall. No further details available at time of report.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
During the gathering of information for pi (B)(4), it was apparent that the surgery was revision surgery. This pi is opened to reflect the requirement for revision of a stryker product. The patient had suffered a fall. No further details available at time of report.